Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 168 mg/dl and 200 mg/dl. The customer reported that they had hardware low level failure during self test. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and pump trace download confirmed pump error 63 due to broken trace at u1 pin 1 or vdd on keypad assembly. Device received with same audio tone when switching from volume 5 to volume 1 due to pump error 63.